Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported the catheter was prepared for use with 35% contrastagent (300) mixed with 65% saline. It should be noted the materials required section of the armada 35 instructions for use calls for 60% contrast diluted 1:1 with normal saline. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f. The aramada 35 9mm x 40 mm pta catheter referenced is being filed under a separate manufacturer report number. (B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that dilatation was performed in the right common iliac artery using an armada 35 balloon for treatment of stenosis. During advancement of the catheter, resistance was felt with the 6f sheath; however, no resistance was felt crossing the moderately calcified target lesion. After dilatation was performed, the same device was used to treat the mildly tortuous left common iliac artery for treatment of significant stenosis. The balloon ruptured at 12 atmospheres. The device was withdrawn from the anatomy and a new armada 35 dilatation catheter was advanced to the lesion. Resistance was felt with the 6f sheath. The balloon was inflated and ruptured at 11 atmospheres. The device was removed from the anatomy. Pressure measurement was performed and it was determined that the balloon had sufficiently performed dilatation; therefore, the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the devices were not prepped per the armada 35 instructions for use. No additional information was provided.